Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the device available to be returned for evaluation? If so, please provide a status update for the returned samples, and any available tracking information.

Event description:
It was reported that a patient underwent an unknown plastic surgery on (B)(6) 2018 and topical skin adhesive was used. When cracking the glass ampule, the surgeon got an injury on his finger by broken piece of the glass ampule protruded from the applicator. It was not a big injury and no treatment was taken. There were no adverse consequences to the patient. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The information for use for the product states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.